Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a piece of white septum in multiple intermittent syringes. The customer's blood glucose was 75-252 mg/dl. The customer filled a new cartridge successfully.